Manufacturer narrative:
Investigation summary: it was reported a provider was unable to push any liquid through the needle. To aid in the investigation, one sample was received for evaluation by our quality team. The sample came connected to a 3ml syringe and has the plastic shield. A visual inspection was performed and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needle is clogged. It could be possible for this defect to occur while passing the needle through the stopper vial clogging the needle with the stopper vial material. A device history record review was completed for provided material number 305106, lot number 9350583. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ needle was blocked during use. The following information was provided by the initial reporter: "the provider went to do an injection and was unable to push any liquid through the needle. This is a bd precision glide needle 30gx ½", lot # 9350583."